Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the reagent probe b wash collar valve (solenoid valve) to resolve the issue, no further leaking was observed. (B)(4).

Event description:
The customer reported a leak from reagent probe b on a unicel dxc 600 pro synchron system. The customer stated the leak was contained to the instrument with fluid found in the reagent cartridge carrousel and reagent probe drip dray. The customer inspected and confirmed the reagent probe tubing, fittings, and syringe were not loose and a service request was generated. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.